Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: material no. 383318, batch no. Unknown ( most likely 9175118). It was reported that after inserting hdc and removing stylet, the sharp stylet did not fully retract into the protective safety cover. Per email staff member reported that after inserting hdc and removing stylet, the sharp stylet did not retract fully into the protective safety cover on removal and sharps was still exposed. Posed potential for exposure (bbfe) if staff who inserted were not cautious. Device was not saved for review so unsure if we have correct lot number but we do seem to only have the one lot on our cart so likely the same lot was used.

Manufacturer narrative:
Correction: the following information was not included in the initial MDR. D.4. Medical device lot #: 9175118, d.4. Medical device expiration date: 06/30/2023, h.4. Device manufacture date: 06/24/2019. H.6. Investigation: although a definitive lot number could not be provided, our quality engineer team performed a device history record review for provided potential lot number 9175118. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As a sample was not available for return, our quality team was unable to complete a thorough sample investigation. Based on the limited investigation results, an exact cause could not be determined for this issue.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a safety mechanism failure. This was discovered during use. The following information was provided by the initial reporter: material no. 383318 batch no. Unknown ( most likely 9175118). It was reported that after inserting hdc and removing stylet, the sharp stylet did not fully retract into the protective safety cover. Per email staff member reported that after inserting hdc and removing stylet, the sharp stylet did not retract fully into the protective safety cover on removal and sharps was still exposed. Posed potential for exposure (bbfe) if staff who inserted were not cautious. Device was not saved for review so unsure if we have correct lot number but we do seem to only have the one lot on our cart so likely the same lot was used.